Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. The diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications product lot #. What is physician¿s opinion as to the etiology of or contributing factors to this event. What is the patient's current status?

Event description:
It was reported that the patient underwent a laparoscopic hernia repair procedure on unknown date and the mesh was implanted. Three months post-op, the patient experienced inflammation and pain in the mesh implant site. The patient also experienced high white blood cell count and was put on steroids. Additional information has been requested.